Manufacturer narrative:
(B)(4). Pump passed the displacement test. Pump received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails, broken belt clip rails slot, cracked keypad overlay, missing display window cover and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.